Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant. Supplemental report: the reported event is not confirmed based on the information provided. It was reported to anika by the distributor that a surgeon was performing a cataract removal on a female patient (unknown age or demographic) with the quatera system, nucleus and cortex was removed without issue, then prior to lens implantation the surgeon went to inject ophthalin (lot # unknown) viscoelastic and it was noticed that the scrub nurse did not tighten the cannula on the syringe. The surgeon pushed the cannula and ruptured the posterior capsule. A small section of vitreous was cleaned up and the surgeon was able to successfully implant the 3-piece lens and close the eye without further issue. Based on the information provided, there were no reported issues or abnormalities with the packaging during its use. There was no report of a negative effect on the patient due to the delay. There was no delay in the procedure. The status of the patient is unknown. The lot number was not provided. A review of the batch record could not be performed. A three-year retrospective review of all nonconformances was performed. There were no nonconformances related to the reported event. A three-year retrospective review of retention inspection logs was performed. There were no nonconformances in the retention logs related to the reported event. The cause of the reported event has been determined to be use error. A supplemental report will be submitted upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to anika that during a routine cataract removal procedure on a patient of unknown age and demographics, with a quatera system. It was reported that the nurse did not correctly tighten the cannula to the syringe. The surgeon pushed the cannula and ruptured the patient's posterior capsule. The surgeon aborted the use of the CT lucia 621 and implanted a CT lucia 602. There was a small section of vitreous that the surgeon cleaned and was able to implant the three-piece lens correctly without any further issue or impact to the patient. During routine follow up with the complainant, the scrub nurse assumed responsibility for not correctly tightening the cannula to the syringe and the surgeon reportedly will double check the syringes on future procedures. The device is not available for analysis. There was no defect with the device or packaging reported.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to anika that during a routine cataract removal procedure on a patient of unknown age and demographics, with a quatera system. It was reported that the nurse did not correctly tighten the cannula to the syringe. The surgeon pushed the cannula and ruptured the patient's posterior capsule. The surgeon aborted the use of the CT lucia 621 and implanted a CT lucia 602. There was a small section of vitreous that the surgeon cleaned and was able to implant the three-piece lens correctly without any further issue or impact to the patient. During routine follow up with the complainant, the scrub nurse assumed responsibility for not correctly tightening the cannula to the syringe and the surgeon reportedly will double check the syringes on future procedures. The device is not available for analysis. There was no defect with the device or packaging reported.